Event description:
A peritoneal dialysis (pd) pt reported he found a fluid leak following a discontinued treatment. His cycler had alarmed for air detected in the cassette. When the pt opened the cassette door he found fluid leaking from the cassette. The pt was advised to contact his pd nurse. The set was not made available for evaluation. During follow up, the pt reported that he was given antibiotics and there were no signs of infection. No adverse events reported at this time.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.